Event description:
It was reported that the patient was unable to adjust stimulation. The patient saw a ¿call your doctor¿ icon and a power on reset (por) condition. The patient was unable to clear the por with the navigator key. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v345262, implanted: (B)(6) 2009, product type: lead. (B)(4).